Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 19 mmol/l. The caller stated that she had dropped the insulin pump on a hard surface prior to the event. Advised replacement of the insulin pump, although the caller declined to return the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.